Event description:
In 2009, the pt reported that his blood glucose was slightly elevated to 163 mg/dl at 7:30 am. His normal blood glucose range is 118-130 mg/dl. He bolused 13.2 units of insulin and he receive an e4 (occlusion) error and an a8 (bolus cancelled) alert. He received 10.9 units of insulin before the error was displayed. To troubleshoot, the pt was instructed to disconnect from the infusion site and he was able to prime without error. Insulin was initially slow to drip from the end of the infusion tubing and he was advised there may have been an air bubble. He reconnected to the infusion site and completed his bolus. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.